Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When its' provided, we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
Cardiologist attempted to remove the balloon but found resistance in the ICU. The physician clipped the proximal portion of iab trying to remove it, but was unsuccessful and as a result, the patient was taken to the or to have it surgically removed. Blood was observed and noted in the helium tubing. Serial number on the balloon catheter is not available.

Manufacturer narrative:
A portion of the catheter tubing and membrane was returned completely unfolded and blood on the interior and exterior of the membrane. The extension tubing was also returned. An underwater leak test of the balloon, catheter, and extension tubing was performed and four leaks were detected on the membrane approximately 0.8cm, (2) 3.0cm and 9.1cm from the rear seal measuring 0.013cm (2) 0.140cm and 0.114cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. (B)(4).

Event description:
Cardiologist attempted to remove the balloon but found resistance in the ICU. The physician clipped the proximal portion of iab trying to remove it, but was unsuccessful and as a result, the patient was taken to the operating room to have it surgically removed. Blood was observed and noted in the helium tubing. Serial number on the balloon catheter is not available.

Manufacturer narrative:
Correction: date was not entered in the initial MDR. Manufacturer date: 04/29/2016.

Event description:
Cardiologist attempted to remove the balloon but found resistance in the ICU. The physician clipped the proximal portion of iab trying to remove it, but was unsuccessful and as a result, the patient was taken to the or to have it surgically removed. Blood was observed and noted in the helium tubing. Serial number on the balloon catheter is not available.